Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged, ar-2324psp-1, batch 15213944, was received for evaluation. Visual inspection revealed that the eyelet was damaged. The most likely causes of the reported failure are improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion. The complaint allegation is confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a rotator cuff speed bridge surgery the anchor broke off when it was inserted into the bone. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update 14-feb-2025: further information was provided that the broken pieces were retrieved out of the patient.